Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and the hospital implanted a pacemaker. After the pacemaker implantation, the patient received inappropriate shocks. Boston scientific technical services (ts) discussed possible reasons, but that further device data would be needed to determine true cause of inappropriate therapy. However, the physician noted that the s-ICD system will be explanted and a transvenous implantable cardioverter defibrillator (ICD) system will be implanted. At this time the model and serial number of the s-ICD remains unknown. Requests for this information are being made. At this time evidence suggests the device remains in service, however further requests for that information are also being made. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and the hospital implanted a pacemaker. After the pacemaker implantation, the patient received inappropriate shocks. Boston scientific technical services (ts) discussed possible reasons, but that further device data would be needed to determine true cause of inappropriate therapy. However, the physician noted that the s-ICD system will be explanted and a transvenous implantable cardioverter defibrillator (ICD) system will be implanted. At this time the model and serial number of the s-ICD remains unknown. Requests for this information are being made. At this time evidence suggests the device remains in service, however further requests for that information are also being made. No adverse patient effects were reported. Additional information was that the s-ICD was explanted and another manufacturer's implantable cardioverter defibrillator (ICD) was implanted. The field representative made inquiries for the model and serial number, however no information is available at this time. If additional information becomes available the report will be updated at that time. No additional adverse patient effects were reported.